Manufacturer narrative:
(B)(4). Additional information requested and received: egd images attached. - attachment: [egd images - cc (B)(4)_redacted (1).pdf]

Manufacturer narrative:
(B)(4). Date sent: 10/10/2019. Per ethicon medical safety officer - there were 9 images from an upper endoscopy that were reviewed. The images showed evidence of erosive esophagitis with 4 linear streaks of ulceration consistent with grade 3 esophagitis. On antegrade and retroflexed views there was evidence of a hiatal hernia. The antrum, pylorus and duodenum appeared normal. On final analysis there is no evidence of device migration on review of the egd images. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are the op-notes and imaging results available? Has the device been explanted? If yes, is it available for return?

Event description:
It was reported that after a laparoscopic hiatal hernia procedure, the surgeon had a follow-up visit with patient 1/5 years post linx surgery. Patient had grade c esophagitis which surgeon states was worse than her baseline esophagitis. Imaging from egd and fluoro suggest device has migrated down on to proximal stomach.